Event description:
A customer reports a pt with decreased va in the right eye following prk surgery, due to high voltage. At 3 days post-op va in the right eye was 20/30. No indication if the va was bcva or ucva. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).